Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when connecting the catheter to the infuser, there was a leak. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The returned sample has been visually inspected under magnification and appropriate lighting condition. No anomalies nor physical damage found in the catheter tube, nor in the hub. The leakage test has been performed. There was no leakage detected. The luer cone of the hub has been checked and found in compliance with the internal specification. The issue was not duplicated and no root cause established. A device history record could not be completed as no lot number was received.